Event description:
It was reported that the patient's right atrial (ra) lead had periods of no capture. No actions were taken or planned. The ra lead remains implanted and in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.